Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with cracked case at reservoir tube window corners. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call indicating that the reservoir does not lock into place in their insulin pump. The customer's blood glucose level was 298 mg/dl at the time of the incident. The customer stated that they are missing the reservoir o-rings. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.